Manufacturer narrative:
H6: conclusion code updated. Engineering evaluation findings: the 12fr gore® dryseal flex sheath was received by gore from the facility and an engineering evaluation was performed. During investigation, it was confirmed that the device was broken into two pieces at approximately 12cm from the leading end of the device. It was also noted that coil was protruding out of the trailing end of the device near the area of the break. The leading end of the device had some coil missing near the break, but otherwise had coil in it and was intact. The findings from the evaluation were consistent with the reported procedural observations; however, the root cause of the sheath damage could not be determined with the available information.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2020, a 12fr gore® dryseal flex sheath was used as an accessory during an endovascular clot thrombectomy procedure. During the procedure, the sheath was advanced up and over the aortic bifurcation, and a penumbra thrombectomy catheter was advanced through the sheath. According to the report, the sheath broke in half at the level of the bifurcation. The cause of the catheter breakage was unknown. The physician performed a cut-down and the broken end of the sheath was retrieved. The patient tolerated the procedure. A gore representative was not present for the case, and no further event information is available. The sheath has been returned to gore for evaluation.